Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 device had ruptured during patient use at the patient's home. The device was filled with 5-fu and normal saline. According to the report, at the end of infusion the patient shook the bottle a little and the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.